Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, it is likely the issue was the result of image sensor unit damaged (disconnection, etc.), or a failed component the circuit board due to use stress, external factors, or handling. The event may be detected by following the instructions for use sections which state: ¿inspection of the endoscopic image¿ ¿confirm that the wli and nbi endoscopic images are normal¿ ¿ before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to a cut on charge-coupled device (ccd) cable, image noise occurred, and an image could not be displayed. Additionally, the evaluation revealed the following findings: due to a pinhole on universal cord, water tightness was lost; adhesive on bending section cover (a-rubber) had a chip; adhesive around objective lens was peeled; the number of broken wire in bending tube blade exceeded the standard value; label on video connector was peeled; video connector had a crack; video connector case was dirty; control unit was dirty; switch#1 was dirty; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope did not display any image(s). The reported issue occurred during preparation of use for an unknown procedure. There were no reports of patient harm or impact associated with this event.